Manufacturer narrative:
(B)(4). Device evaluation: the report that the guide wire unraveled and separated was confirmed. Returned was one guide wire. The catheter was not returned. The customer also supplied photos of the sample. The guide wire was unraveled at both ends and the coil wire was tangled together. The core wire was separated adjacent to the weld at both the distal and proximal ends. Discoloration was observed at both ends of the broken core wire, which is consistent with proximity to a weld. Microscopic inspection revealed a plastic deformation and necking of the wire in the area of the break at both ends. The distal weld was missing from the distal end of the coil wire. The core wire measured approximately 60 cm in length. Based upon the measured length of the broken core wire, no pieces of the core wire appear to be missing. The od of the guide wire measured 0.838 mm. This met specification of 0.838 - 0.877 mm per the guide wire graphic. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw other remarks: the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The device history records were reviewed with no relevant findings. The investigation found no evidence to suggest a manufacturing related cause. A risk evaluation was completed for this complaint issue. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the left femoral of a male patient. During removal of the guide wire from the catheter the wire unraveled and separated. The retained piece of wire was successfully removed. An x-ray was taken to confirm everything was removed from the patient. Another kit was used and placed successfully. There was no patient death or complications reported.